Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 26.5 mmol/l at the time of the incident. The customer reported the o ring in the reservoir compartment is missing and the reservoir keeps coming out of the insulin pump. The customer did troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.